Manufacturer narrative:
This correction report is being filed to include an update to field d6a implant date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert due to suspected premature battery depletion. This device was scheduled for changeout, however still remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert due to suspected premature battery depletion. This device was scheduled for change out, however still remains in service. No adverse patient effects were reported.